Event description:
During index procedure, the patient had one endeavor sprint rapid exchange (rx) drug-eluting stent implanted to the proximal circumflex, one endeavor sprint rx drug-eluting stent implanted to the mid circumflex and one endeavor sprint rx drug-eluting stent implanted to the 1st obtuse marginal. One day post index procedure the patient suffered a myocardial infarction (mi). It is unknown if the reported mi is related to the target vessel. The investigator indicated that the reported event was unrelated to the study device.

Manufacturer narrative:
(B)(4). Results: myocardial infarction.